Event description:
It was reported that the customer's insulin pump had an error alarm during prime. It was stated that the device was also stuck on prime mode. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.